Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs confirmed the reported issue. Performance testing observed that the device powered on and passed the service touchscreen test. Based on the information available and previous investigations of similar complaints, the investigation determined that the device fault was due to a software issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.